Event description:
It was reported that during a lead extraction procedure to remove 2 malfunctioning cardiac leads (ra and lv) an injury occurred. Reportedly, the lv lead was extracted successfully using a 12f glidelight laser sheath. Significant fibrosis and lead on lead binding was noted. During extraction of the ra lead, progress stalled and 14f glidelight device was then used. Progress was made to the coronary sinus (cs)/ra junction, when the blood pressure dropped. Cardiac tamponade was confirmed with tee. A sternotomy was performed, and a 4 cm tear to the cs/ra junction was successfully repaired. Patient outcome was good, although 2 cm of the ra lead remain within the patient.